Manufacturer narrative:
The root cause was determined to be a faulty therapy pcba board. The technician replaced therapy board to solve the issue. The technician was able to clear the error codes and the error codes did not return. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Section b5 executive summary of the initial medwatch report indicates: stryker evaluated the device and was able to duplicate the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section b5 executive summary of the initial medwatch report should indicate: stryker evaluated the device and was able to verify the issue in the device's memory. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.